Event description:
During the 8-month follow-up a repeat angiography was performed which noted that there was sub-occlusive stenosis 99% immediately above the proximal lad lesion. There was no stenosis intra the previously implanted stent. Direct stenting was performed with a 3.5 x 8mm cypher stent to treat the stenosis. The stent was deployed to a maximum inflation pressure of 12 atms. The pt was discharged the next day. Ten months after the index procedure, this pt experience an adverse event. This adverse event was reported to be bad tolerance to beta-blockers. The treatment with beta-blockers was stopped and the pt was started on verapamil. This event was graded as unlikely related to the investigational device and procedure.